Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a fibroscopy procedure performed in the lungs on (B)(6), 2012.according to the complainant, the extremity of the needle was noticed to be exposed out of the catheter, during unpacking. The needle was unable to be fully retracted, and there was a risk of the needle damaging the scope. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a fibroscopy procedure performed in the lungs on (B)(6) 2012. According to the complainant, the extremity of the needle was noticed to be exposed out of the catheter, during unpacking. The needle was unable to be fully retracted, and there was a risk of the needle damaging the scope. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the needle could not be fully retracted. A visual examination of the device revealed that the needle was extended by approximately 1mm with the handle slide in the retracted position. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract; but the needle was unable to be fully retracted. The working length was measured and found to be within specification. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the evaluation conducted, a definitive root cause for the reported event could not be determined. Further investigation into this issue is being reviewed by boston scientific.